Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 250 ml of fluid in the reservoir. Visual examination of the unit confirmed the reported condition of a leak, observed at the connection of the blue winged luer cap. The root cause was determined to be user error; the cap was not securely tightened. After the cap was securely tightened, the leakage completely stopped. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. A labeling review found the directions for filling and priming adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On (B)(6) 2011 baxter (B)(4) product surveillance received a complaint from baxter (B)(4) that two intermate units, product code 2c1742k, lot# 10m063 were found leaking from the winged luer cap; the winged luer cap and the fill port cap was tight. The units were pre-filled by (B)(4) and contained pamidronate 90 mg in 250 ml 0.9% nacl inj. The leak was observed during the release inspection. The problem was noted prior to product use and there was no patient involvement. (B)(4).